Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.(B) (4).

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B) (6) 2003. Subsequently, the patient was revised on (B) (6) 2010, due to pain. The glenoid component and offset head were removed and replaced. No further information has been received to date.